Event description:
The ge oec 9800 fluoroscopy system displayed cine disk or high capacity disk not available error codes and has image quality degradation.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the system default configuration was incorrect in the service utility and was corrected to reflect system configuration to proper software. This would cause the error messages. Additionally, the system software default imaging configurations needed to be changed to new defaults with respect to upgraded software. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.